Event description:
It was reported that a user wearing a dexcom cgm received a low glucose alert with a reading of 45 mg/dl despite not feeling symptomatic, did not have a glucometer to confirm, ingested approximately 15 grams of carbohydrate per guidance, and their glucose later rose to 80 mg/dl. Symptoms included asymptomatic low glucose detection by cgm. Outcomes included resolution of the low glucose after oral carbohydrate without need for medical care. Investigation included customer interview and troubleshooting education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with effective self-treatment using oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.